Event description:
It was reported that a patient with this electrode has had a history of receiving inappropriate shocks from their system due to oversensing of noise as well as changes in morphology. Surgical intervention has been performed in the past to reposition the electrode, however the reported observations were continuing to occur. At this time, no further changes have been made and the electrode remains implanted and in service. No adverse patient effects were reported.